Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information a cause for the reported mr cannot be determined. The reported patient effect of mitral regurgitation is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade of 4 with prolapsed posterior leaflet. One clip was implanted with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects on (B)(6) 2023, transthoracic echocardiogram (tte) showed mr increased to grade 3. It is unknown what caused the mr to increase. The clip is attached to both leaflets and there is no perforation of the leaflets. There is no issue/malfunction with the implanted clip. No additional information was provided.